Manufacturer narrative:
A quote (B)(4) has been provided for an RMA and the return of the product. This device is approximately 5 months old. The consumers experience using the device is unknown. The medical condition [incontinence], stability or medication regimen of the consumer is unknown. The dealer alleges that the consumer was "playing around in the chair" when the incident occurred. The consumer alleged the motors caused the chair to veer. Owners manual for the tdxsp_mcg is part no 1143190 rev I - 06/10 and provides the following warnings. It is unknown if the consumer fully read and understood the owners manual. On page 11 this warning is given: "do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. Procedures other than those described in this manual must be performed by a qualified technician." It is unknown if the consumer has attempted to adjust the device. Performance adjustments are made by professionals and it is not recommended for consumers. On page 12 this warning for set up is provided: "a qualified technician must perform the initial set up of this wheelchair. Also, a qualified technician must perform all procedures in the service manual. Performance adjustments should only be made by professionals of the healthcare field or persons fully conversant with this process and the driver's capabilities. Incorrect settings could cause injury to the driver, bystanders, damage to the wheelchair and to surrounding property. After the wheelchair has been set-up/adjusted, check to make sure that the wheelchair performs to the specifications entered during the set-up procedure. If the wheelchair does not perform to specifications, turn the wheelchair off immediately and reenter set-up specifications. Repeat this procedure until the wheelchair performs to specifications." The consumer was not using the seat positioning strap. Using the seat positioning strap may have prevented the consumers fall. On page 16 the following safety warnings are provided: "the seat positioning strap is a positioning belt only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, belt must be replaced immediately. Do not leave the power button on when entering or exiting your wheelchair." "Do determine and establish your particular safety limits by practicing bending, reaching and transferring activities in the presence of a qualified healthcare professional before attempting active use of the wheelchair." It is unknown if electrical interference was a factor with this issue. On page 31 safety warnings are provided. " do not operate hand-held transceivers (transmitters receivers), such as citizens band (cb) radios, or turn on personal communication devices, such as cellular phones, while the powered wheelchair is turned on; be aware of nearby transmitters, such as radio or tv stations, and try to avoid coming close to them; if unintended movement or brake release occurs, turn the powered wheelchair off as soon as it is safe; be aware that adding accessories or components, or modifying the powered wheelchair, may make it more susceptible to emi (note: there is no easy way to evaluate their effect on the overall immunity of the powered wheelchair); and report all incidents of unintended movement or brake release to the powered wheelchair manufacturer, and note whether there is a source of emi nearby." Additional important information is also provided: "20 volts per meter (v/m) is a generally achievable and useful immunity level against emi (as of may 1994) (the higher the level, the greater the protection); this device has been tested to a radiated immunity level of 20 volts per meter. The immunity level of the product is unknown. Modification of any kind to the electronics of this scooter as manufactured by invacare may adversely affect the emi immunity levels."

Event description:
The consumer was allegedly thrown from the chair when playing around in the chair and not wearing their seat positioning strap. The consumer alleges the motors are causing the chair to shoot to one side when coming to a stop. No injury is alleged.